Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012. The patient claimed that he obtained blood glucose results of "506 559 507 and 107 mg/dl" and within 30 minutes obtained a blood glucose result of "150 mg/dl" on an unspecified bayer meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with insulin (self adjuster). The patient stated that he increased his medication in (B)(6) 2012, although, the reason for the increase was not specified. The patient told the cca he developed symptoms of "dizziness, cold sweats and confusion" on the same day (after) of the alleged issue. The patient mentioned that he had a doctor's appointment in (B)(6) 2012 (date not specified) and that a blood glucose result of "57 mg/dl" was obtained on a bayer meter. The patient also mentioned that he was treated with food and/or drink by his doctor at the time of the appointment. At the time of troubleshooting, the patient did not have control solution to perform a control test. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the test strip vial was not cracked and that the test strips were not expired. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reported developing symptoms suggestive of a serious injury as a result of the alleged inaccurate high results being obtained on the subject meter. In addition, the alleged difference between the subject meter and the bayer meter exceeds lfs's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.